Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(4) 2021, the patient experienced pus at the sensor puncture site and redness and pain under and extending beyond the sensor patch footprint. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2021, who prescribed an unspecified oral antibiotic. At the time of the report, the patient was doing fine. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.